Event description:
Reporting status: death. Reporting rationale: thrombosis, subsequent death. Device issue: no device malfunction has been reported. This is being filed based on the final cec adjudication results. It was reported that the patient had multiple lesions in the lad and rca. A 2.5 x 23 mm promus was implanted in the mid lad. A 3.5 x 28 mm xience was implanted in the proximal rca. A 2.5 x 28 mm and 3.5 x 28 mm promus were implanted in the mid rca. A 2.5 x 18 mm promus and another company's 2.5 x 18 mm stent, were implanted in the distal rca. A spiral dissection occurred in the mid to distal rca, with no reported treatment. An acute perforation occurred in the mid rca, resulting in a pericardial tamponade, requiring a pericardiocentesis. The patient was hemodynamically compromised requiring intubation, iabp and pressor agents. The perforation was successfully treated with a 3.5 x 26 mm graftmaster stent. Following the procedure, the patient was in critical condition requiring intensive care. The patient expired in 2009. No additional event or patient information is available.

Manufacturer narrative:
The 2.5 x 23 promus (lot 8111761), has been filed under MFR# 2021468-2009-00589. The 3.5 x 28 promus (lot 8090541), indicated has been filed under MFR # 2024168-2009-00590. The 2.5 x 18 promus (lot 8111261), indicated has been filed under 2024168-2009-00375. The 2.5 x 28 promus (lot 8100961), indicated has been filed under MFR# 2024168-2009-00591. The 3.5 x 28 xience (lot 8073161), has been filed under MFR# 2024168-2009-00592.